Event description:
These 6 batteries are used as part of the power module- primary power for the heartmate 2 and heartmate xve lvad systems. According to the manufacturer of this battery "thoratec", it should be replaced at one year. Patient has had batteries less than 6 months (4 to 5 months). Premature failure.